Event description:
The patient reported uncomfortable positioning of the pump; felt that the pump was too low in his abdominal area. A pump revision was done on (B)(6), 2012 and the health care provider repositioned the pump higher in the patient's abdomen. The patient reported feeling fine and was not having any problems with the drug delivery system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2003, explanted on: unknown, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported further event and surgical revision detail. The "mobility" of the pump was causing discomfort. A revision of the pump pocket found the pump to be inverted/flipped, with multiple twists within the catheter. The catheter was twisted and kinked. The pain pump reservoir sutures had all pulled, and the patient had "very protuberant and fairly thick subcutaneous layer". The healthcare provider (hcp) decreased the volume size of the pocket and re-sutured the pump and catheter appropriately within the pocket. The medication in the pump was dilaudid. The hcp reported no complications with the procedure.